Event description:
A contour threadlift, -contour threads. The only FDA cleared for marketing non-absorbable barbed suture for mini facelift- was a surgical procedure done by dr to me, in her back-room; -a three-hr procedure, I was given only one diazepam pill and told I should be fine. Dr's surgical assistant was her "history-major college student" receptionist, the only other person in the office until near closing time when his girlfriend showed up. I was shaking uncontrollably after she jabbed 30 needles into my right side of face & at least 30 needles into my left. Dr asked me to sign release papers but there was no discussion or warning in writing that my face could look disfigured after procedure. Dr inserted the contour threads into both sides of my face then asked me to return to tighten the threads the next day, two days later and two days after that. I believe both the mfrs to be negligent in not informing surgeons and pts of the problems, & need to know if the FDA and mfg approve "tightening" the threads three times over and above the insertion and tightening on surgery day. Please advise...please warn other pts. Please inform all the surgeons. The current chief of plastic surgery of another hospital, operated on pt to try to remove threads and improve disfigurement caused by contour threads. To date, 04/10/07; pt has improved but shall require more surgeries to attempt correction. Two other doctors both contacted implanting dr & requested that she pay to have the chief of plastic surgery operate in a sterile environment with a general anesthesia on pt...dr did nothing... The months rolled by while the pt tried to raise the money to remove the threads, knowing the longer they stayed in, the less chance for them to be removed and to restore the pt's face to its condition before implant.